Manufacturer narrative:
Correction: section "event description" was missing the revision date and the reference number had to be regenerated in the corresponding report.

Event description:
Related manufacturer reference number:1627487-2019-10669. It was reported the patient was experiencing ineffective therapy. It was confirmed the l1 lead had migrated. Surgical intervention was undertaken wherein the l1 lead was repositioned and another lead was added to obtain better coverage on (B)(6) 2019. Effective therapy established post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-01543. It was reported the patient was experiencing ineffective therapy. It was confirmed the l1 lead had migrated. Surgical intervention was undertaken wherein the l1 lead was repositioned and another lead was added to obtain better coverage. Effective therapy established post-op.